Manufacturer narrative:
Qn# (B)(4). The reported complaint of "wing part of the cath-gard got detached" was confirmed upon investigation of the returned sample. The customer returned a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a ziplock bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-5). The bladder was fully unwrapped (inp-6). Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No sheath was returned with the iabc. Upon return, the hemostasis/stat-loc cuff was noted disconnected from the iabc cathgard and a section of the outer lumen was exposed (inp-7, inp-8). No obvious damage or abnormalities were noted to the cuff and cathgard. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The hemostasis cuff was reconnected to the iabc cathgard, no issues or abnormalities were noted with the connection. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in ac cordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the disconnected hemostasis cuff. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to insert the catheter to the patient, the wing part of the cath-guard got detached. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to insert the catheter to the patient, the wing part of the cath-guard got detached. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user attempted to insert the catheter to the patient, the wing part of the cath-guard got detached. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".